Event description:
It was reported that during an unknown procedure, malformed staples and the staple line was not complete. Possible pleural fistula post operatively. In 2005 a company representative was advised that the pt had died. An x-ray was taken post-operatively and it was reported that the staple line was not formed.